Event description:
It was reported that a user who recently completed chemotherapy and radiation experienced recurrent overnight hypoglycemia while using the ilet, with lowest glucose readings in the 50s to 60s, and the healthcare provider advised decreasing total daily insulin dose; customer care planned to consult the regional clinical team about a possible ilet reset due to persistent lows. Symptoms included night sweats and fatigue. Outcomes included self-treatment with oral glucose sources such as apple juice and candy without need for medical intervention. Investigation included customer care troubleshooting and education. Investigation of this case revealed no device alarms other than a low glucose alert and no reported device malfunction, with the event attributed to hypoglycemia of unclear cause in the context of recent cancer therapy and reduced intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.